Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review has been performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were provided to review. The investigation was confirmed for difficult to remove, positioning issue, activation failure including expansion failures, and patient-device interaction problem, but was inconclusive for filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced difficult to remove, malposition of device, positioning issue, failure to expand, and patient-device interaction problem. This information was received from one source. This malfunction involved one patient with no patient consequences. The patient was a (B)(6) year old female and weighed (B)(6) lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced difficult to remove, malposition of device, positioning issue, failure to expand, and patient-device interaction problem. This information was received from one source. This malfunction involved one patient with no patient consequences. The patient was a 35 year old female and weighed 208 lbs.

Manufacturer narrative:
H10: the lot number was provided for the one malfunction; therefore, a lot history review has been performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were provided to review. The investigation was confirmed for difficult to remove, positioning issue, activation failure including expansion failures, filter tilt, and patient-device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: (device code - 3270 activation failure including expansion failures, 4001 patient device interaction problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.